Event description:
Pt. Sought treatment in ed for fever and respiratory illness. Need for capillary heelstick warranted and fisher brand gel heel warmer used during second attempt. Patient was treated and released. On first day after visit upon seeing their primary care physician, it appeared that the infant sustained a first degree burn to heel where gel pack was applied. This was not evident to staff prior to ed discharge.